Event description:
Outbreak of acinetobacter baumannii in fall of 05. Pt isolated but outbreak continues. Technique initally poor, protocol being improved. Caller looking for splash guard to cover pt.